Event description:
It was reported that the pt had her generator explanted due to infection. Follow up with the surgeon revealed that the pt had pain at generator site and it was red/swollen, aspirated for purulent fluid. Pt was treated with antibiotics and her generator removed. He indicated that it is unk if any pt trauma or manipulation occurred that could have caused or contributed to the event. No medication changes preceded to the onset of the event. Surgeon stated that cultures were taken and confirmed staph aureus. Due to infection, antibiotics were given. The infection took place at the generator pocket.

Manufacturer narrative:
Device mfg records were received. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.